Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. No parts will be returned to manufacturer for analysis. This was an allegation of a missing part from original packaging.

Event description:
A site representative, nurse coordinator, alleged that while in a laser induced thermal therapy procedure, they found the cooling catheter tip was missing from the package. The nurse was not aware of the tip falling out of the packaging. A new catheter was brought in to continue the procedure. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: this MDR is being re-filed per request of the FDA, as the previous followup#1 submission was filed and received by the FDA on 11/10/2015 under an incorrect MDR number (1723170-2015-001217) which contained an extra sequence digit. Contrary to what was reported on the initial report a medtronic representative does not attend the cases at this facility. Additional information: a site representative operates the visualase system. A medtronic representative spoke with the tech that conducts the procedures and he stated that they have been conducting their ablations in the same manner previously. It was recommended that they increase the irrigation flow rate to prevent further similar events. If information is provided in the future, a supplemental report will be issued.